Manufacturer narrative:
Field service engineer (fse) troubleshot reported problem of imaging chain movement and table movement that both failed during a procedure. Fse investigated issue per service manuals and found a problem with dropping voltage on the table power supply when the operator moved the table. Fse replaced the 12v power supply and verified proper operation per hydravision dr system service checklist. Unit passed checkout procedures and was returned to full service.

Event description:
Customer reports via phone that during an undetermined urology procedure, staff report the system imaging chain and table movement both failed. Fortunately, the table and imaging chain failed in a position where the table top was horizontal and the imaging chain was in the middle of the table. Physician was able to complete the procedure without incident. Customer provided no patient or procedural information, other than to say the patient is fine. No reported injury.